Event description:
The duett was deployed and prior to procoagulant delivery the device "pulled through" the puncture site. Upon examination it was determined that a small pinhole was present in the balloon and the core wire was broken. No adverse event resulted from this incident.